Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). They reported that steps taken to resolve the issue included that the stimulation was decreased and the issue resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient was getting a "shocking" sensation at the vaginal area when they bent at the waist or spread their legs. The patient said they first noticed this yesterday when they put their leg up to get into a minivan. The patient was able to ride in the minivan without discomfort. The patient described the feeling as similar to when their trial leads were pulled approximately three days after their trial was implanted ((B)(6) 2025). The patient described the pain as "excruciating." The patient mentioned the discomfort seemed to be less today than it was yesterday. The patient said they called their managing healthcare provider's (hcp) office who instructed them to call [the manufacturer]. The patient said they called a manufacturer representative (rep) who also instructed them to call into [the manufacturer]. The patient was advised they could try turning the therapy off, and also to follow-up with their managing hcp for further device evaluation, including a possible impedance check. When asked when they initially talked to the rep about this, the patient said they had to go because they were getting a call from their managing hcp's office. Additional information was received from the patient on 2025-sep-25. The patient called back and reported that after changing the program they had an increase in frequency. The patient was redirected to their hcp to further investigate but the patient stated their doctor didn't change the program, the rep did. The patient decided to call the rep to review next steps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.